Event description:
Per manufacturer the device had not completed a automatic quarterly capacitor reformation in two years. The manufacturer requested a ram dump be collected for analysis. The device remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data was inspected. The inspection showed that no automatic capacitor reformation was documented in the device holter since (B)(6) 2015, confirming the clinical observation. A manual capacitor reformation was performed during the follow up on november 2, 2016, demonstrating a normal device behavior. Therefore, no conclusion can be drawn regarding the lack of the recordings. Biotronik se and co. Kg will monitor closely if complaints received in future point towards a common clinical observation. Should further relevant information become available for analysis, this investigation will be updated.